Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no urine was discharged from the foley catheter. After the balloon was inserted, there was no urine flow even after an hour, so it was removed for inspection. After flushing with water, no water came out. When a different catheter was exchanged, urine flow was confirmed.

Event description:
It was reported that no urine was discharged from the foley catheter. After the balloon was inserted, there was no urine flow even after an hour, so it was removed for inspection. After flushing with water, no water came out. When a different catheter was exchanged, urine flow was confirmed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.